Event description:
No additional information received from customer.

Manufacturer narrative:
The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. Updated field(s): d4, d8, d9, h2, h4, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Therefore, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported after inserting the sphincterotome into the endoscope channel during an endoscopic retrograde cholangiopancreatography (ercp), damage to the string insulation coating in the form of delamination was observed on the endoscopic image. The procedure was completed with a similar device. There were no reports of patient harm.